Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the device check, the autopulse platform (sn (B)(4) ) displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was a defective drive train motor, likely due to a defective component. Upon visual inspection, the front enclosure at the front-end area was observed cracked, unrelated to the reported complaint, and appeared to be the characteristics of user mishandling such as a drop. The front enclosure needs to be replaced to remedy the observed issue. The platform failed the initial functional testing due to the fault code 16, thus confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (5 secs) due to the slipped bushing in the defective drive train motor. The slipped bushing will cause the drive train motor to seize, unable to rotate or making a grinding noise during take-up. To remedy the reported issue, the defective drive train motor needs to be replaced. A review of the platform archive data was performed, and it showed a fault code 16 occurred around the reported event date, thus confirming the reported complaint. Since the customer has received the replacement, the autopulse platform will be stored for future refurbishment sale order requests. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform sn (B)(6). Ccr 52177, reported on november 25, 2020, the drivetrain motor was replaced.